Manufacturer narrative:
A steris surgical service rep arrived onsite following the receipt of the user facility medwatch and discussed the reported event with the facility's biomedical department. The biomed technician stated that following the reported event, he inspected the table and found the tilt cylinder to be leaking. The leaking tilt cylinder caused the unintended table movement as described in the reported event. The biomed technician replaced the tilt cylinder and returned the table to service. During the time of the reported event, the patient may not have been properly secured to the surgical table subsequently causing the patient to slide when the table's unexpected movement occurred. The operator manual states (pp. 1-2), "unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." The operator manual states (pp. 4-8), "warning - personal injury hazard: unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." Steris provided the user facility with references to product labeling and literature for their awareness to ensure proper use and operation of the surgical table are being followed. The user facility acknowledged the receipt of this communication with steris. The surgical table was installed in 2009 and is serviced and maintained by the user facility's biomedical department. Steris has not performed service on the subject table since 2010.

Event description:
Reference medwatch report # mw5071537.